Event description:
It was reported that t:slim x2 pump battery would not charge and pump showed low battery despite being connected to power, with power source alert recorded around time issue began. There was no reported impact to the customer¿s blood glucose level. Customer changed charging supplies, left pump on charge, performed pump reset, and after restart pump showed full battery and began charging normally, so no further assistance was required.